Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on an unknown date due to metallosis. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4).